Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator cannot power on. There was no patient involvement.

Manufacturer narrative:
Failure analysis info: one power pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this power board. Philips cannot rule out a malfunction of the power pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.